Event description:
Meter was set to the incorrect unit of measurement. The pt reported a result of "45". It is not clear if at that point the meter was to set to mmol/l. If so, then after conversion the mg/dl, the result would have been 81mg/dl. Pt contacted pt's physician because pt thought the result read 45 mg/dl, which is low. The physician advised the pt to replace pt's battery. The pt was unable to state how the meter came to be set incorrectly. There is a possiblity that there was a spontaneous or unintentional power interruption, causing the meter to revert from the "mg/dl" to the "mmol/l" unit of measurement thus indicating that the reported meter meets the criteria for a medical device reportable, due to a malfunction. There is, however, no evidence of the meter issue contributing to a serious injury. The issue was resolved with troubleshooting.